Event description:
It was reported that a malfunction alarm occurred with no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the customer in performing the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to reach out again if the issue arises.